Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported false upstream occlusions was not reproduced. A review of the event history log identified upstream occlusion alarms. The cause was determined to be a failed upstream sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream errors too frequently. There was no patient involvement. No additional information is available.